Event description:
It was reported that the pt recognized a change in his hearing perception, therefore, he visited the clinic. It was also reported that the pt has hit his head many times.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.